Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, computed tomography (CT) and magnetic resonance imaging (MRI) images were performed. The imaging showed a rectal wall infiltration of the hydrogel. MRI imaging was reviewed on september 18, 2025, and appeared to show the hydrogel in the correct location at the base. However, at midgland there is penetration of the serosa and at the apex. There is no breach of the rectal lumen. The patient is asymptomatic.

Manufacturer narrative:
Additional information. Block b5 and h6 have been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, the computed tomography (CT) and magnetic resonance imaging (MRI) images were reviewed, the physician suspected of a rectal wall infiltration of the hydrogel, most of it is in the right place, but there is a penetration at the midgland at the serosa and the apex, there is no breach of the lumen. The patient current condition is asymptomatic. Additional information received on 20jan2026. It was further report that the patient underwent a consultation with a gastroenterologist (gi) surgery for an endoscopy, the physician felt that the mucosa was intact and healthy. The patient remains asymptomatic 4 months after the placement procedure.